Event description:
It was reported that "there was no resistance (39 2k ohms). Integra side". There was no pt contact and no pt injury. Product was detached by the distributor.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included. The cable passed the continuity check test according to the drawing sk140919_6, no fault was found. The DHR review was completed for icp33 nihon koden 5p adapter, cable, lot number 1140321, sales order number (B)(6), and purchase order number (B)(6). It was manufactured correctly in accordance with company's procedures and standards. No recorded anomalies have been identified that could be associated to the complaint incident. The quantity of complaints over the 12 month period with the key words identified in the complaint review can be calculated as 0.004% of procedures. Conclusion: since the complaint incident could not be duplicated and the icp33 cable was verified as working to spec, no root cause can be established.